Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a problem with their "charger." It was then reported that the patient had a problem getting their patient programmer (pp) to ¿cut on¿ until they turned the amplitude up to around 200. It was clarified that the patient was referring to perceived stimulation sensation. It was reported that the patient was using group a. The patient stated that the other day, it was ¿cut on, cut off, cut on, cut off.¿ the patient stated that they were not referring to stimulation sensation, but the pp. The patient reported that they cannot drive or walk with the stimulation on. The patient is also doing their best to sleep with the stimulation on. The patient reported that they are very limited with their right arm, so they have to reach all the way around with their left arm to use the pp. The patient reported that when they try to use the pp, it would ¿flat line¿ and wouldn't do anything and would not make a connection with the battery. The patient stated that it would ¿get up to 150 and then it would go blank to all zeros.¿ it was later clarified that what was happening was that the patient accidentally changed to group b, which had all amplitudes set to zero. The patient reported that if they increase the amplitude past 400, it sets her off balance. The patient tried reducing the amplitude to 350 and it ¿cut off¿ (the patient no longer felt stimulation). The patient stated that they could feel stimulation at 150 with their previous ins. No further complications are anticipated.

Event description:
Additional information was received from the patient. The patient clarified the "cutting on and off" was in reference to the patient having no therapy. The patient indicated that this was their doing and that they had it set to the wrong setting. The patient reported that a lady helped her get to the right setting and that all was well. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.